Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during an attempted implant, the lead was unable to be connected to the implantable pulse generator (ipg). The physician noted the setscrew of the pacemaker was found to have "slipped." In addition, pacing could not be established. The ipg was removed and replaced to complete the procedure. No patient complications have been reported as a result of this event.